Event description:
False positive result obtained by health assistant performing qualitative urine hcg pregnancy test on patient using fisher sure-vue serum/urine hcg-stat kit lot hcg7090052. The test was repeated using same kit lot and the same positive result was obtained. A positive result was also obtained using kit lot hcg7070191. However, a negative result was obtained on the same specimen using kit lot hcg7070060. Patient was a postpartum patient who denied having intercourse since delivery approximately one month prior to event so it was expected that result would be negative. A blood specimen was drawn on the patient for a quantitative hcg test performed in the central laboratory which came back negative (<5 miu/ml).